Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel reports patient allegations of elevated cocr levels, metallosis, pain, and loss of range of motion. Subsequently, the patient was revised on (B)(6) 2012. Invoice history confirms the cup and head were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03030 / 03031).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of elevated cocr levels, metallosis, pain, and loss of range of motion. A review of invoice history confirmed the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision procedure performed on (B)(6) 2012 was due to elevated metal ion levels. The operative notes further indicate the presence of turbid thin watery fluid, grayish discoloration of tissue and frayed and irritated psoas fibers. The acetabular cup and modular head were removed and replaced.